Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer has informed the sales representative of the following: the ventilator indicated a leakage problem with two products. The sales representative told us the following: by telephone I was informed of hairline cracks on products". Additional information received stated that issue was found during use on a patient. No injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported that "the customer has informed the sales representative of the following: the ventilator indicated a leakage problem with two products. The sales representative told us the following: by telephone I was informed of hairline cracks on products". Additional information received stated that issue was found during use on a patient. No injury or harm reported. Patient condition reported as "fine."

Manufacturer narrative:
Qn# (B)(4). A representative sample was returned by the customer. A visual exam was performed and no defects were observed. Leak testing was also performed and no leaks were detected. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that in the current manufacturing procedure 100% leak testing and visual inspection after the assembly process is conducted; thus, any defective products would be detected prior to release from the manufacturing facility. The complaint could not be confirmed as there were no issues found with the returned device.